Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review was performed, and the review did not reveal any manufacturing nonconformance issues that would have contributed to the event. While review of the DHR did not reveal any manufacturing nonconformance issues, further investigation did confirmed that a manufacturing non-conformance contributed to the reported complaint. A lot history review was also performed and revealed no other complaints relating to the reported event were identified. The device was returned for evaluation, and visual inspection was performed. During visual inspection, the following was observed: the liner was unexpanded, and the distal tip was unopened. There was a loose transparent material present on the soft tip, and wrinkling observed on the distal tip, suggestive of partial delamination of the hydrophilic coating from the sheath shaft. A brown mark was present on the device 1.5 inches from the distal tip, proximal to axial score line. Analysis was performed on the separated/wrinkled material, confirming presence of hydrophilic coating. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure. In this case, the reported event of system components separate during use was confirmed based on returned product evaluation/provided imagery. A CAPA assessment was performed. Based on this assessment, an awareness communication was performed, informing the manufacturing site of the identified issue. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Event description:
As reported by edwards r&d team, during in-tray inspection of the components for pre-dv testing, a piece of 'flash' was seen on the 14f esheath+ soft tip when opening the package. During testing, the 'flash' material was easily separated. This is an out of box failure.

Manufacturer narrative:
Investigation is still ongoing.